Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing moderate but life threatening ketones and an elevated blood glucose (bg) level above 600 (mg/dl). Reportedly, the customer was not using the pump at the time of the event; however they attributed their elevated bg levels on the transition from the pump to manual injections. While in the emergency room, the customer was treated with intravenous insulin. The customer was released the same day with bg levels below 300 (mg/dl).